Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. Novielle gel was designed and marketed for vocal fold augmentation. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported via medwatch report (B) (4) that the pt was injected at multiple facial sites with novielle. The pt developed dark circles around eyes 45 days post-injection. Lumps and open wounds have also developed at the injection sites. The physician treated the injection areas with prednisone and antibiotics.